Event description:
It was reported to gore that a patient presented with a claudication in the right leg with a stenosis/occlusion between the superficial femoral artery and the popliteal artery. On (B)(6) 2012, a gore® viabahn® endoprosthesis was implanted. On (B)(6) 2012, an acute thrombosis of the endoprosthesis was diagnosed and on 13 march, 2012, a catheter thrombolysis was unsuccessfully performed. Limb salvage was reported. This incident was from a retrospective evaluation of patients (conducted by dr (B)(6)) who were treated with covered stents and bare-metal stents of occlusive disease of the femoropopliteal artery between 2009 and 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Gore received the information that three gore® viabahn® endoprostheses were implanted for this patient. Therefore gore is submitting a report for each lot reported (lot #9719142, lot #8563977, lot #8716339).